Event description:
Procedure: lap chole pt sex: unk reportedly, the clear balloon halves separated off the trocar during insertion. The halves were removed laparoscopically and the device was replaced. There was no injury to the pt.